Event description:
On (B)(6) 2022, the complainant contacted leica biosystems and the following information was documented: "customer has noticed under processed tissue from this instrument over the course of a month. Both retorts affected, all reagent [sic] have been changed a week ago as a part of troubleshooting this issue and has not occurred since no event codes prompted, recycled reagents are not used the instrument is still in use. Poc, endometrial, large breast excisions [sic] all affected. About 30 patient samples in total. The customer was able to successfully reprocess the affected tissue [sic]." The fas also documented that the affected patient tissue samples were derived from "intermittent runs over the span of one month" using "2 hour biopsy run, 4 hour routine, 10 hour routine" protocols comprising "approx. 30 cases / multiple cassettes". The types and sizes of the affected patient tissue samples were documented as "breast lumpectomies and excisions, products of conception, endometrial biopsies and placenta" and "biopsies up to 0.6 cm and larger samples ranging from 2.0 to 4.0 cm" respectively; and the affected patient tissue samples were re-processed as follows: "removed paraffin, rehydrated back to formalin and processed from the beginning of the protocols. The complainant also advised the fas "...the poor processing did not affect every cassette within the same processing run. For example, there were 3 breast excisions ran in the same 10 hour protocol where two of the breast cases processed perfectly fine, but the 3rd breast case was mushy. These particular cassettes sat over the weekend in formalin prior to being processed on monday night. Another example was during a biopsy run with endometrial and gi biopsies. The gi biopsies processed normally but the endometrial biopsies were under processed and mushy..."

Manufacturer narrative:
Manufacturer evaluation of the instrument logs found the instrument functioned as designed during the execution of the 61 tissue processing runs executed between (B)(6) 2022 and (B)(6) 2022, from which sub-optimal processing of patient tissue samples was reported by the complainant. The information provided details that the tissue types of the affected patient samples were "breast lumpectomies and excisions, products of conception, endometrial biopsies and placenta" and the sizes of the affected patient tissue samples were "biopsies up to 0.6 cm and larger samples ranging from 2.0 to 4.0 cm". Section 8.2.1 of the leica peloris/peloris ii user manual details the recommended protocol duration for different patient tissue sample dimensions, including maximum thickness, and different example specimen types as follows: - the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. - the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. - the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. - the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). - the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Manufacturer evaluation of the information provided determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the types and sizes of the patient tissue samples being processed. Specifically, the "2 hour biopsy run, 4 hour routine, 10 hour routine" protocols are not appropriate for processing "breast lumpectomies and excisions, products of conception, endometrial biopsies and placenta" of 0.6cm to 4.0cm in size. Manufacturer evaluation of the service record for peloris ii tissue processor serial number (B)(4) showed that a leica biosystems field service engineer (fse) was not dispatched to assess the operation and function of the instrument in association with this complaint.